Event description:
Account reported that a patient had cataract surgery done years ago by other surgeon due to poor vision. Reporting opacification of intraocular lenses (iols). Patient's daily activities were significantly affected. Iol explant was planned but has not occurred. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.